Manufacturer narrative:
This event occurred (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor cracked when filling with cytostatics. The device was leaking after 80-90ml of fluid was added. The device was discarded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 16n002 was manufactured december 2, 2016 ¿ december 3, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.